Event description:
It was reported the ventricular output port of the epg (external pulse generator) was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported the ventricular output port of the epg (external pulse generator) was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and the customer comment that the ventricle output connector was broken was confirmed. Analysis also found that the upper and lower cases were broken and contaminated, that the ring cover was contaminated, the two side bail covers were broken, the battery contacts were compressed, the ring was bent and the battery drawer was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).